Event description:
Intralipids being infused at 1.5mls/hr. Each hour, rn noted correct infusion amount until 11:00am when she noted 8.8mls had gone in over that hour despite the fact that no one adjusted the pump rate. The pump rate on display had increased from the 1.5mls/hr. To 7 mls/hr.